Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, the fluoro functions board, the lemo receptacle, and the interconnect cable. The system operates as intended.

Event description:
It was reported that the system locked up. No pt injury was reported.